Manufacturer narrative:
Additional info:the report that a device failed to infuse or alarm was confirmed in the pcu event log. The pcu event log shows pump module s/n (B)(4) was programmed to infuse a basic infusion at 100ml/hr with a vtbi of 990ml the pcu event log shows the pump module entered an error state after the following steps were performed. An infusion was programmed with a delay with the callback option set for before & after. After the infusion completed, the user selected channel off on the pump module before selecting softkey 13 (confirm) to confirm the callback after pop-up. The user then programed and started the infusion, however the pump module entered an error state, would not infuse, and would not turn off. The pump module must either be disconnected or be turned off via the pcu options (power down all channels). The root cause of the customer¿s report of a device that failed to infuse or alarm was identified as a software anomaly.

Event description:
It was reported that the device was programmed to infuse a secondary nacl 0.9% 1000ml at a rate of 125ml/hour. After many attempts, the device would not infuse and did not alarm. The customer is requesting a log review and audit trail of the device programming. The customer later stated that there were no known adverse effects caused to the patient from the event.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Patient age and dob requested but not provided. No devices received, log review only.

Event description:
It was reported that the device was programmed to infuse nacl 0.9% at a rate of 125ml/hour. After many attempts, the device would not infuse and would not alarm. The customer is requesting a log review and audit trail of the device programming.